Event description:
It was reported that, "we were doing a ps knee and punched the box with the box chisel. The pa used a mallet to try to slap the box chisel out and broke the box chisel. There was no issue getting the chisel out.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.